Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing no air infusion when testing the console in the fluid air exchange mode. This was noted after a procedure. There was no patient involvement.

Manufacturer narrative:
A company clinical analyst reviewed the case and stated the following: ¿the customer reported after a procedure where air was not needed, the infusion line was put under water and the customer tried to push air through. However, the air was not flowing as expected. There was no patient contact or harm. This event was observed during staff testing of the unit.¿ the system was examined and the reported event was not replicated. However, the fluidics module was replaced as a preventive measure. The system was manufactured on november 18, 2015. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specification. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).